Event description:
It was reported that during a low anterior resection. The staple was not formed perfectly. The formation looked d shape. The surgeon reinforced site with sutures. Surgery was prolonged 30 minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
The analysis results showed that the device arrived in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that partially formed staples are obtained by not closing the device completely. As stated in the IFU: "squeeze the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. Note: continue to grasp and manipulate the instrument using the closing trigger until ready to fire the instrument. Do not grasp the firing trigger before the instrument is to be fired". We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.